Manufacturer narrative:
(B)(4). Batch #: r9334g. Additional information was requested and the following was obtained: did the patient experience any adverse consequences due to this issue? No. Investigation summary the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. The device was returned with no apparent damage. During functional testing on gen11 an alert screen was displayed. The device was disassembled to inspect the internal components and it was found that the blade was cracked at the pin hole under the shroud of the device, it was also found that the blade sheath was missing. It should be noted that product failure is multifactorial. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery quality system. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in activation issues such as failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as "remove instrument from patient" or ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. No conclusion could be reached as to how the pin hole was cracked. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a cholecystectomy the device started giving the tighten assembly error. The surgery was delayed 15 minutes.